Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, silicone migration, and capsular contracture baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, cysts, folds, ¿snow storm signs¿ due to silicone filtration in the axillary region, and ¿rupture ¿ filtration''. A capsulectomy was performed and the device has been explanted.